Event description:
The customer reported the unit went to ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.